Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on february 15, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced skin irritation at implant site and subsequently was treated with antibiotics (type and date not reported).